Manufacturer narrative:
Correction - block h6: patient codes upon further review, the event of "vaginal mesh within the anterior compartment was densely scarred and contracted" is related to the non-bsc vaginal mesh. Patient code e2337: stenosis has been removed. Block b3: the exact event onset date is unknown. The provided event date of (B)(6), 2020 was chosen as a best estimate based on the date of the sling removal surgery. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) sling removal surgeon: (B)(6) block h6: patient codes e2006, e1715, e2330, and e1001 capture the reportable events of vaginal mesh erosion, scarring, pain, and enlarged vasculature of bladder mucosa. Impact code f19 captures the reported event of mesh excision. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed segment of the sling is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele and stress urinary incontinence. On (B)(6), 2007, the patient was implanted with an obtryx system - curved device during a prolift cystocele repair and trasobturator sling (obtryx) procedure. The procedure was completed with no complications. On (B)(6) 2020, the patient underwent a vaginal mesh excision, sling excision and cystoscopy procedure due to erosion of vaginal mesh (initial encounter) and pain. On cystoscopy, normal bladder mucosa was seen with mildly enlarged vasculature along the base. No lesions, stones or masses. Vigorous bilateral ureteral efflux was seen after administration of fluorescein. The urethra was intact. There was a midurethral sling exposure on the right side. Based on its trajectory, it appeared to be a transobturator sling. The exposure was about 0.5cm long with surrounding inflammation and scarring. It was located very distal, almost to the urethral meatus and close to the urethra lumen. Sling was then excised to bilateral inferior pubic rami. Vaginal mesh within the anterior compartment was densely scarred and contracted. The body of the vaginal mesh was excised. The arms to the deep ligaments were left in place for safety. After excision, only mesh remaining was at the apex with support of the vaginal canal. No visible or palpable mesh within the posterior compartment. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the sling removal surgery. (B)(6). (B)(4). The removed segment of the sling is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele and stress urinary incontinence. On (B)(6) 2007, the patient was implanted with an obtryx system - curved device during a prolift cystocele repair and trasobturator sling (obtryx) procedure. The procedure was completed with no complications. On (B)(6) 2020, the patient underwent a vaginal mesh excision, sling excision and cystoscopy procedure due to erosion of vaginal mesh (initial encounter) and pain. On cystoscopy, normal bladder mucosa was seen with mildly enlarged vasculature along the base. No lesions, stones or masses. Vigorous bilateral ureteral efflux was seen after administration of fluorescein. The urethra was intact. There was a midurethral sling exposure on the right side. Based on its trajectory, it appeared to be a transobturator sling. The exposure was about 0.5cm long with surrounding inflammation and scarring. It was located very distal, almost to the urethral meatus and close to the urethra lumen. Sling was then excised to bilateral inferior pubic rami. Vaginal mesh within the anterior compartment was densely scarred and contracted. The body of the vaginal mesh was excised. The arms to the deep ligaments were left in place for safety. After excision, only mesh remaining was at the apex with support of the vaginal canal. No visible or palpable mesh within the posterior compartment. The patient was reported to be in good condition after the procedure.